Event description:
The hcp - physician's assistant - working in the emergency room reported the pt had "apparently had refill/dose change earlier that day" and was now exhibiting signs of overdose, vomiting, and lethargy. A follow up report will be sent when additional info is received.